Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed out the cartridge and the infusion set tubing to address the event. In addition, the customer reported a cartridge was leaking at the septum. The customer loaded a new cartridge with insulin successfully. The customer's blood glucose was 188 (mg/dl).